Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit p.edhip had no area associated with it. A technical support specialist (tss) informed customer that an area such as ed, pharmacy, or respiratory needed to be added to the unit for the patients to appear at the stations. The customer confirmed that the area had been accidentally removed and was able to restore it, resolving the issue. The system functioned as intended after the technical support specialist troubleshot resolved the issue. E1 -initial reporter other occupation: pharmacy automation specialist.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient was not showing on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.